Event description:
It was reported that an implant developed a small crack when the surgeon was inserting the screws. The implant was left in place and there were no patient complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.